Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming ¿res vol empty,¿ but the medication bag had been 3/4 full. The settings had been verified with the caller and it was supposed to be a 48 ml infusion, but only 12 ml had been received. Caller was redirected to the clinic. Res vol was 0, dose amount had been 48 ml, 1 hr dose duration, dose cycle had been 6 hours, keep vein open (kvo) had been 0.3, and 12 ml had been given. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.